Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) unit was returned for failure analysis, and the reported issue was confirmed and replicated. The reported issue was confirmed using system logs which revealed error 48221. A visual inspection was able to confirm and replicate the reported event. The dual camera interface board (dcib) connector port for endoscope was notably damaged with the grounding shield bent and port plastic beginning to bend/crack. Due to physical damage to the endoscope connection port, the unit was deemed unfit for system test. The complaint was confirmed based on failure analysis. The root cause of the reported event was determined to be the dcib/scope port.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 48221. After replacement, fse performed a test drive and tested the scope that had been attached to the system when the error originally occurred; no issues were observed. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 48221points to a communication error between the scope and ec.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, that a customer called the technical suppropt engineer (tse) for phone assistance after the surgical procedure to describe an issue during targeting in which the crosshairs on the display moved unexpectedly. The customer stated they were preparing for another surgical procedure. The tse advised performing a power cycle and to call back if the issue recurred, then reviewed the system logs and identified a communication error between the scope and the endoscope controller, indicating that reseating the scope connection might address a possible scope or controller issue. The procedure was completed with no reported injury.